Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the catheter noted blood visible on the tightly folded balloon, consistent with handling. The distal shaft was torn at the guide wire exit notch for a length of 3 mm. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the dilatation catheter in an opposite direction as the guide wire. The tip length, crossing profile, and 2/3 collapsed balloon profile were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was mildly calcified which likely contributed to the reported failure to advance. The hypotube and jacket were separated at the distal end of the strain relief tubing, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation and the jacket material was stretched and jagged. The hypotube was kinked 2.2 and 4.2 cm distal to the separation and 33 cm proximal to the guide wire exit notch. The support mandrel was bent at the distal end of the bayonet, 10 cm proximal to the guide wire exit notch. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. The patient anatomy was mildly calcified which likely contributed to the reported difficulties as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that as resistance was encountered during advancement of the catheter, the hypotube was manipulated such that it kinked and as force was applied, the hypotube ultimately separated. It should be noted the voyager nc instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for hypotube separations for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4) - against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the mildly calcified mid right coronary artery, during advancement of the voyager nc dilatation catheter resistance was felt and force was applied. The hub separated from the catheter outside of the anatomy. The catheter was easily removed and was exchanged for a new dilatation catheter to complete the procedure. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.